Manufacturer narrative:
The customer contacted the customer care center (ccc). The ccc specialist instructed the customer to check the integrated multi-sensor technology (imt) pumping rate and the pump rate was low. The ccc specialist stated that the imt monthly maintenance was performed after the discordant results were obtained and there have been no further issues with the electrolytes. A siemens headquarter support center (hsc) specialist reviewed the solid state multi-sensor (ssm) data files which indicated that quality control (qc) was in range before and after the sample was run and there were no instrument issues observed. Hsc recommended that the customer review proper pre-analytical sample handling procedures. The cause of the discordant, falsely elevated na and cl results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on a patient sample on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely elevated na and cl results.